Manufacturer narrative:
Pump was received with ghosting display due to moisture damage on the lcd board. Moisture damage found on the motor also. Unable perform the functional testing, including the operating currents measurement, selftest, a21 error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to display anomaly. Pump had cracked battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump's display was partially blurred. Customer stated that she was unable to read the entire screen. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.